Manufacturer narrative:
9/3/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a sub-total gastrectomy procedure. Reportedly, the suture broke. Surgeon applied another product. No pt injury was reported.